Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Had to power off and back on. Confirmed through event log that they received alarm 64 non-recoverable system error unable to enable pump power (control processor). Advised that rebooting the arctic sun device was the only application action while device was in use. Noted since alarm had already occurred twice, if alarm returns again, they will need to swap out to an alternate device and send this one to biomed labeled alarm 64. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they've received an alarm regarding the control processor, and it locks up the screen. Had to power off and back on. Confirmed through event log that they received alarm 64 non-recoverable system error unable to enable pump power (control processor). Advised that rebooting the arctic sun device was the only application action while device was in use. Noted since alarm had already occurred twice, if alarm returns again, they will need to swap out to an alternate device and send this one to biomed labeled alarm 64. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they've received an alarm regarding the control processor, and it locks up the screen. Had to power off and back on. Confirmed through event log that they received alarm 64 non-recoverable system error unable to enable pump power (control processor). Advised that rebooting the arctic sun device was the only application action while device was in use. Noted since alarm had already occurred twice, if alarm returns again, they will need to swap out to an alternate device and send this one to biomed labeled alarm 64. Sn (B)(6).